Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Patient reported one small fall onto the shoulder prior to revision which surgeon did not think was significant to hardware failure. In revision case, flex stem was well fixed. Due to amount of bone loss at the glenoid the outcome of the revision was a hemiarthroplasty with bone grafting of the glenoid. No significant surgical delays. Surgeon was happy with the result."